Event description:
The facility representative reported a flogard infusion pump with a malfunction involving air. The event was reported to have occurred upon power up in the medicine ii department. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was not confirmed. The unit was tested and was able to infuse without problems. No repairs were performed for the reported condition. Additional information: a device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.